Event description:
Information received indicates the siderail will not latch.

Manufacturer narrative:
The technician found the siderail was missing parts in the latch assembly. The technician replaced the bushings, roller guide and lower pivot bolt to repair the stretcher.